Event description:
The doctor implanted the catheter (B)(6) 2012 and the device was used without presenting problems for the following year. (B)(6) 2013 during a dialysis treatment, the doctor observed blood glow spilling form the catheter at the hub level. He noticed that the flow was originating at the central junction of the y.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.